Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted.

Event description:
In 2009, the patient was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. The following day, the patient's feet appeared mottled and had diminished pulses. An angiogram was performed which revealed dissection in the left iliac artery. The patient underwent an attempted repair of the dissection; however, she experienced cardiac arrest and expired. The physician stated the patient was not a good candidate for the surgery due to comorbidities and the death was a probable result of this. The physician is unsure what caused the dissection.